Event description:
It was reported that the patient presented to the clinic after receiving inappropriate atp and hv therapy for episodes of atrial fibrillation with rapid ventricular response. Device function appeared normal so no programming changes were made at the time. Patient will be monitored with routine follow-up.